Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA.additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the manufacturer for evaluation.

Event description:
During a myomectomy procedure, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.